Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: a review of the black box shows several manual time/date changes and manual time changes. A timekeeping accuracy test was performed. No eaw occurred during the investigation; the pump passed a time test. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the time loss/gain complaint. Returned battery cap has stripped threads; test cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 1.9 mmol/l with unsteadiness when standing or walking, thirst, and tiredness. It was reported the patient required assistance from emergency health service personnel and received food and drink as treatment. The reporter noted the patient discontinued pump therapy and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's time was off by more than 5 minutes per month when compared to an atomic clock. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.